Event description:
The customer reported that the unit failed to discharge from the bezel button. There was no report of patient involvement.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.